Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, surgery for a non union of a femoral shaft fracture was performed. A rafn nail and 2 interlocking screws were extracted, and a plate was placed. Additionally, the threads on the threaded extractor were damaged during extraction. There was no surgical delay, and the procedure was completed successfully. The patient outcome was reported to be stable. This report involves one extraction screw for ti femoral and tibial nails. This report is related to (B)(4), which reports nonunion and device explantation. This is report 1 of 1 for (B)(4).